Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number : 3006705815-2020-00180. It was reported that patient originally had a right lead migration. During replacement procedure one of the leads was cut, the second lead was found to be kinked, as a result, both leads were explanted and replaced.